Event description:
Customer called to report a leak of approximately 5 milliliters of what appeared to be clenz (cleaner fluid) above the laser cover of the coulter lh500 hematology analyzer. No death or injury is attributed to this event and there was no change to patient treatment. There was no impact to patient results. The operator was wearing gloves and a laboratory coat at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. The field service engineer (fse) observed light blue dried material, which appeared to be cleaning agent, and discovered that a clear tube was not properly secured at quick disconnect qd5. The fse repaired the tube, performed periodic maintenance, and ran a shutdown, startup, latron, and quality controls, all of which recovered within specifications. The fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause of the leak is attributed to the clear tubing that was not properly secured at qd5.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).